Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ syringe had particles that were observed in the syringe. Found after medication was pulled into the product. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one photo received at bd (B)(4) for evaluation, the product defect is confirmed based on the photos provided. However, it is difficult to confirm the foreign matter particles observed by the customer, product defects are not clear from photos sent. Since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Batch number is unknown, therefore DHR/qn review could not be performed. Root cause cannot be determined. CAPA not required based on severity and occurrence level defined for this complaint.